Manufacturer narrative:
B3= olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of the occurrence of the event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device and corrosion was noted within the light guide lens, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the channel tube, and corrosion within the light guide lens. There were no reports of patient involvement.